Event description:
It was reported that for the past two months the patient's hearing perception severely deteriorated. The patient reported pain when wearing her speech processor. Testing was carried out which showed fluctuating impedances of all active electrodes between normal and high values.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.